Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump after a bolus. Customer stated that the insulin pump did not rewind after the alarm. Customer stated that they use a cell phone case that has a magnet. Customer does not use the sensor feature and they were unable to rewind the insulin pump. No further information reported.